Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose at time of incident was 207 mg/dl. The customer stated that the radio frequency is not solid. Customer received 2 calibrations error and change sensor alarm. The customer explained that the pump communication has been re-established. Customer is award that the sensor should be change to change sensor and calibration error.